Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending coronary artery (mlad) with mild calcification and mild tortuosity. The 3.0x12mm xience skypoint stent delivery system (sds) was advanced but completely failed to inflate and could not be deployed. Therefore, the device was removed and another same size device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported activation failure could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. A conclusive cause for the reported activation failure could not be determined.analysis of the returned device could not confirm the reported activation failure. The device was inflated to the rated bust pressure; the stent expanded properly and the balloon-maintained pressure. Factors that may contribute to activation failure include, but are not limited to, inability or difficulty inflating, inflation technique, patient anatomical morphology, contrast concentration, loose connection with inflation device, contamination in the inflation lumen or damage to the guide wire exit notch or inflation lumen. In this case, a conclusive cause for the reported activation failure could not be determined. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.